Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished good release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00864. The same pt is represented in each medwatch.

Event description:
It was reported that a pt underwent an atrial septal defect repair procedure on (B)(6)2009 and suture was used to close the sternum. On (B)(6) 2010, the surgeon checked the pt and found a rupture of the suture that broke into two pieces. An x-ray was done and no fragments were found. The surgeon suggested the pt rest and be checked again in two months.